Manufacturer narrative:
The customer reported event of ivtm thermogard tgxp system (sn (B)(4) displayed tcmid:06 (ce post failure) error code was confirmed per error logs review, but it could not be reproduce during functional test. The ivtm thermogard system functioned as intended, there was no device malfunction. During visual inspection, there was no physical damage observed on the ivtm thermogard console. Per review of the event logs, the ivtm thermogard console heater failed to heat the bath by 1.0°c within 3 minutes confirming the customer reported event of tcmid:06. During functional testing, the ivtm thermogard console passed all test, it functioned as intended. The customer reported event could not be replicated. All connections of heater and cooling circuit were inspected. Ivtm thermogard console was tested for 7 days, no issues occurred during long test.

Manufacturer narrative:
Zoll has not received the ivtm thermogard (sn (B)(4)) for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
It was reported that the ivtm thermogard tgxp system (sn (B)(4)) displayed tcmid:06 (ce post failure) error code. No patient consequences. No additional information was reported.